Event description:
It was reported that a symptomatic patient was presented in the emergency room with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate atp and hv therapy. The physician suspected a micro-dislodgement. The physician opted to continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.